Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report two weeks earlier: initially, the patient was treated with mitral annuloplasty with a reduction ring annuloplasty by way of 30 mm carpentier-edwards physio ring. This represented significant undersizing as the patient's anterior leaflet itself measure 34 mm. However, the patient continued to have significant mr after the initial ring placement. It was then evident that mitral valve replacement would be required.